Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that during use the arterial tubing separated from the reservoir. Reportedly, there were no pt complications; however, the tubing had to be replaced.